Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported getting a scope communication error code e226 during a therapeutic colonoscopy procedure involving an olympus colonovideoscope. The procedure was completed using a similar device. A slight delay to the procedure was reported. There was no patient injury reported.